Event description:
Same case as MFR report#: 2134265-2009-01495. It was reported that four days following a coronary artery drug eluting stenting treatment procedure, the patient developed a stent thrombosis. The initial procedure treated the ramus with direct stenting using two 2.5x8mm taxus liberte stents deployed at 12atm for 73 seconds and 57 seconds, respectively. The patient returned four days post procedure, and was found to have a stent thrombosis. The patient was reported to be taking plavix, but could not tolerate aspirin. Treatment consisted of thrombectomy, balloon angioplasty using a 2.5x12mm maverick2 balloon inflated to 10atm for 23 seconds and, 12 atm for 96 seconds and, 2.5x30mm maverick2 balloon inflated four times to 6-12atm for 57-119 seconds, and placement of a 2.5x12mm taxus liberte stent deployed at 12atm for 72 seconds, and post dilated at 12atm for 72 and 81 seconds. The patient was reported to be fine post procedure.

Manufacturer narrative:
The complaint device was not returned for analysis. An analysis of the complaint device may have aided in root cause determination. A review of the manufacturing records related to the batch that produced the complaint device was not possible, because the batch number is unknown. The most probable root cause of this event is anticipated procedural complication, because thrombosis is a known physiological effect of the procedure and is noted within the dfu.